Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report about an abbott diabetes care (adc) device. The customer reported that the ¿adc device application is not working. The application will not respond, and the device will not connect. Review of abbott's website reveals the bluetooth connectivity issue requires a software update for non-connectivity. ¿the customer was contacted, sensors were replaced, and there was no report of adverse health impact or any medical treatment required. Based on the information provided, there was no report of serious injury associated with this event.